Event description:
It was reported that when using the bd pyxis¿ medstation¿ es 6pccback main drawer 2.1 pocket d2 displayed the medication during station inventory; however, the server does not recognize the pocket as having an item loaded. The medication physically present in the pocket was insulin lispro 3 ml (med ID: (B)(6). The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-apr-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) checked synchronization information 2.0, confirming that the station was communicating properly with the server. The tss verified under manage inventory that the medication was correctly reflecting in the specified pocket, then ran the device inventory report, which confirmed that the medication was loaded on the station. The customer responded confirming that everything looked correct and granted permission to close the case. The system functioned as intended when the technical support specialist investigated the device.